Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gallbladder, while stapling the biliary artery, the diaphragm of the trocars was of low quality, broken when the stapler and the clamp were inserted. Surgical time was extended for more than 30 minutes due to the product problem and there will be an additional operation required to correct the issue. They also used more trocars to resolve the issue.